Event description:
It was reported that this lead was unable to be implanted due to possible fracture after multiples turns to get it extend. Lead fracture was not confirmed, however, the lead exhibited high impedance out of range after it was tried to be extended. As it was unable to extend the helix it was extracted and an old fineline lead was used. The obstruction/near occlusion of the rt subclavian vein, which was present on fluoroscopy prior to the procedure, may have been caused due to ingrowth of tissue around the previously implanted leads. It was also mentioned that this obstruction made if difficult to insert the sheaths and may have contributed to the helix would not extend. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Allegations electrical / extension/retraction difficulty were confirmed.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this lead was unable to be implanted due to possible fracture after multiples turns to get it extend. Lead fracture was not confirmed, however, the lead exhibited high impedance out of range after it was tried to be extended. As it was unable to extend the helix it was extracted and an old fineline lead was used. The obstruction/near occlusion of the rt subclavian vein, which was present on fluoroscopy prior to the procedure, may have been caused due to ingrowth of tissue around the previously implanted leads. It was also mentioned that this obstruction made if difficult to insert the sheaths and may have contributed to the helix would not extend. No adverse patient effects.